Manufacturer narrative:
Concomitant products: 5076 lead implanted: (B)(6) 2006. The initial reported event of oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There was high impedance and oversensing on the lead. The device was reprogrammed. The lead was later reported to have fractured. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.